Manufacturer narrative:
The hill-rom technician found the left caregiver controls needed to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot side rails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the side rail cover, and make sure the mounting screws are tight. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the side rail as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left caregiver controls to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head raised up on it's own without pushing any buttons. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).